Event description:
It was reported that the patient experienced elevated blood glucose after a bent cannula and subsequently tore out the infusion site while using the ilet with a steel infusion set; the caregiver requested additional supplies including cartridges, syringe kit, and connectors, and distribution was pending. Symptoms included hyperglycemia without associated clinical signs, symptoms, or conditions observed. Outcomes included no health consequences or lasting impact. Investigation included communication with the user¿s caregiver and analysis of the information provided by the user or third party. Investigation of this case revealed insufficient information regarding a specific device problem or affected component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.